Manufacturer narrative:
On 19-sep-2022, mentor received additional information about the event. The patient underwent unilateral explantation of the right breast prosthesis on (B)(6) 2022 and it was replaced with a mentor memorygel xtra breast implant 240cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-sep-2022, mentor received additional information about the event: the patient developed mastitis in her right breast post implantation. The patient developed bilateral pseudoptosis post implantation. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-12165 for the report for the patient¿s left breast prosthesis. On 27-sep-2022, the mentor failure analysis lab received the device for evaluation. On 30-sep-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture, pseudoptosis, and mastitis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 28-year-old female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 240cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed during an in office exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 02-aug-2022, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture. D6b explantation month, day, and year: (B)(6) 2022 manufacturer¿s reference number: (B)(4).